Event description:
Customer reported experiencing cgm error 42, which occurred for the second time today, following a similar incident three days prior. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.